Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer was not certain of the amount of insulin loaded in the cartridge. There was no impact to the customer's blood glucose level. Cold insulin had been used.